Manufacturer narrative:
It was reported in the attorney letter that a previous reported event of pain on (B)(6) 2011 indicated a dislocation/malposition of the hip, as witnessed in the x-rays. It could not be confirmed if positioning of the acetabular component or if the previous events of potential pseudotumor and metallosis, recurrent dislocations, caused or contributed to the reported event. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes and x-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. These reported (B)(4) design controlled devices are used for treatment.

Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.